Event description:
It was reported that the cardioblate was turned on the screen showed internal power supply out of range". The device could not pass the self test. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections: patient code(s). Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed the self-test. The exact cause of this failure was unknown.

Event description:
It was reported that the cardioblate was turned on the screen showed "internal power supply out of range". The device could not pass the self test. No patient complications have been reported as a result of this event.